Event description:
Per the hcp, the ins was revised on (B) (6) 2010. The pt symptoms associated with the event were lack of effect, no stimulation and pre-existing pain. Per the hcp, the device was interrogated incorrectly "in the operating room". The lead was not fully interfaced with the battery. The lead was reconnected to the battery. The impedance problem was "fixed" and the system was working properly. After the revision, the system adequately controlled the pt's pain. The outcome was reported as pt recovered without sequelae.

Manufacturer narrative:
(B) (4).